Manufacturer narrative:
Subject device remains implanted

Event description:
It was reported that approximately 3 months post stent-assisted coiling procedure with the subject stent for an aneurysm located in the right middle cerebral, at main branching (trifurcation), the patient experienced dysarthria and aphasia of sudden appearance. Suspected causes were migraines, epileptic event, delay in endothelization of the subject stent. Medication was administered to the patient. The adverse event of neurological deficit of dysarthria and aphasia spontaneously resolved without sequelae approximately 3 months post-procedure. According to the physician, the adverse event was serious, and it is unknown if the adverse event was related to the subject device, medication, or pre-existing condition. Additional information has been requested.

Manufacturer narrative:
The intended use for the device was for treatment. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that approximately 3 months post stent-assisted coiling procedure with the subject stent for an aneurysm located in the right middle cerebral, at main branching (trifurcation), the patient experienced dysarthria and aphasia of sudden appearance. Suspected causes were migraines, epileptic event, delay in endothelization of the subject stent. Medication was administered to the patient. The adverse event of neurological deficit of dysarthria and aphasia spontaneously resolved without sequelae approximately 3 months post-procedure. According to the physician, the adverse event was serious, and it is unknown if the adverse event was related to the subject device, medication, or pre-existing condition. Additional information has been requested.